Event description:
Forcep broke during surgery. All pieces were present and it did not break over patient. Device is in manager's office. Don't know what company, lot number, or anything, it is a product we can't track after we have sterilized it.